Event description:
Customer reported device = hi. Customer dosed themselves with 35 units of insulin. Customer was confused, had a glary look, and slurry speech. Three hours later, customer was taken to the emergency room (ER). ER = 60 mg/dl. Customer was given sugar, however the type and dosage is not known. Customer was admitted to the hosp for 3 days and given an MRI, a cat scan, an EKG and had blood work done. No controls used. A request was made for return product and replacement product was sent.